Manufacturer narrative:
Final analysis found that as received a complete lead was returned in two pieces measuring 27.5 cm and 76.0 cm, respectively. Internal insulation abrasion was noted at 2.8 cm to 3.9 cm from the distal tip. Electrical tests did not find shorts on any conduction paths. The reported event of ¿elevated capture thresholds¿ was not confirmed, while the reported event of ¿insulation abrasion¿ was confirmed. This device is included in the advisory notice issued by st. Jude medical in april 2012 regarding externalized conductors in the silicone "s" section of the quicksite and quickflex left ventricular crt leads models 1056t, 1058t, 1156t, and 1158t.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This device is included in the advisory notice issued by st. Jude medical in april 2012 regarding externalized conductors in the silicone "s" section of the quicksite and quickflex left ventricular crt leads models 1056t, 1058t, 1156t, and 1158t.

Event description:
Related manufacturer reference number: 2017865-2019-15696. It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting noise, resulting in episodes of automatic mode switch. It was also noted that the left ventricular lead exhibited high capture thresholds; externalized conductors were observed during the procedure. Both leads were explanted and replaced. The patient was stable.